Event description:
It was reported patient's lead had high impedances and were fractured. Investigation was unable to determine which lead attributed to the issue. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000149625

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2025-00119 it was reported patient's both leads were fractured. Patient underwent surgical intervention on (B)(6) 2025 during which the system was explanted and replaced to address the issue. Therapy was restored post-op.